Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. Per event details, the ipg would not communicate with the clinician programmer (cp). The patient did not report having any procedures prior to no ipg communication. Since the device entered the service app state on 9-january-2024, and the patient didn't report an unrelated procedure, it is inconclusive what caused the service app condition. Since the device had a crc error, functional testing could not be performed, and a more thorough analysis could not be performed.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg is inoperable and cannot connect to external devices. Surgical intervention may be undertaken at a later date to address the issue.